Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17095. It was reported one of the patient's leads had a couple of invalid impedances and the patient couldn't get optimal coverage. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy was restored. Note: it is unknown which lead had the invalid impedances therefore both leads are being reported.